Event description:
Per the clinic, the patient experienced a decrease in performance after a car accident in 2008 (day not reported). The results of an integrity test (date not reported) indicated normal receiver stimulator function with multiple electrode anomalies. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.